Event description:
A bifurcated device was advanced over a meier wire into position. There seemed to be a wire wrap, and the device was moved a few times to alleviate this. It was thought that there was no wire wrap, and the limbs were separated. A wire wrap was noted. The device was advanced and retracted 3-4 times, the wire wrap alleviated, and the main body deployed. A proximal extension was deployed, and a completion aortogram was done. While in the ICU, approx 30-45 mins after close of the procedure, the pt had a "cold leg". An infusion catheter was used in an attempt to declot the leg. The pt died in 2008. Cause of death: respiratory failure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device met specs prior to release. Due to lack of info, no conclusion can be drawn at this time. Op note and discharge summary have been requested.